Event description:
It was reported that the patient presented for follow up after inappropriate anti-tachycardia pacing (atp) was delivered by the implantable cardioverter defibrillator for an episode of supraventricular tachycardia. Also noted was under-sensing of atrial events. No interventions were made due to treatment of an unrelated patient condition.